Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low r-wave amplitudes and noise in the secondary and alternate sensing vectors, and t-wave oversensing. Technical services (ts) was contacted, and ts discussed possible causes. X-ray imaging was performed. The s-ICD system remain in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD was reprogrammed to the alternate sensing vector. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating ts was contacted by the field representative to review x-ray images. Ts informed the lead appeared to be fully inserted into the s-ICD header, but the electrode tip and pulse generator showed possible signs of movement. The electrode tip was angled to the left and the s-ICD might have had some space at the base edge and was not flush against the sternum. Ts discussed the possible need to revision. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low r-wave amplitudes and noise in the secondary and alternate sensing vectors, and t-wave oversensing. Technical services (ts) was contacted, and ts discussed possible causes. X-ray imaging was performed. The s-ICD system remain in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD was reprogrammed to the alternate sensing vector. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating ts was contacted by the field representative to review x-ray images. Ts informed the lead appeared to be fully inserted into the s-ICD header, but the electrode tip and pulse generator showed possible signs of movement. The electrode tip was angled to the left and the s-ICD might have had some space at the base edge and was not flush against the sternum. Ts discussed the possible need to revision. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the electrode was explanted and replaced. No additional adverse patient effects were reported.